Event description:
It was reported to philips that the device failed the therapy delivery test. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.